Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown locking screws. Device is unavailable for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of an ulna on an unknown date. Patient was implanted with a 3.5mm lcp (locking compression plate), locking screws and cortical screws. During a following up visit on an unknown date, a non-union was noted. Patient underwent revision surgery on (B)(6) 2016. All hardware was removed easily and without incident. The hardware was intact with no reported issues. All hardware was removed and patient was revised to a longer 3.5mm locking plate and screws. Routine intraoperative x-rays were taken as standard for the procedure. There was no surgical delay and additional medical intervention was not required. The procedure was completed successfully and patient status was reported as good. This is report 2 of 3 for com-(B)(4). This report is for an unknown quantity of unknown locking screws.